Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer states that the down arrow is stuck. Furthermore, there is a crack near the lcd screen. The blood glucose reading is 103 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with down arrow button unresponsive due to flattened button dome switch. No moisture damage on electronics noted. No button error alarm noted. The insulin pump has with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.